Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation.

Event description:
The patient was being treated for a ruptured aneurysm in the right anterior carotid artery. When the embolization was completed "a small thrombus was observed at the base of the aneurysm neck, remaining one part of the coil's loop in the artery main lumen." The patient was treated with heparin and aspirin for 48 hours. The loop of the coil was left protruding into the main artery. A further angiogram was unable to observe any residual thrombus present. The patient's condition was reported as stable.